Event description:
Bipolar electrode was being used, and an error code appeared on the bipolar machine. We then turned the machine off and unplugged the electrode and retried it. The error code reappeared and we obtained a new bipolar electrode and turned the machine off and on again. After getting a new electrode, the machine was working fine. The faulty bipolar will be given to materials with the file number attached.